Event description:
A v-go trainer called customer service to report a patient started v-go on (B)(6) 2023 and the next day the patient's blood sugar was high, and they had a heart attack. It was reported that the patient was in the hospital. No additional information was provided at intake. There was no indication that the device was available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the new v-go user's nurse practitioner. She stated that the patient was recently assigned to her, so she was not too familiar with him. The assessor also attempted multiple times; unsuccessfully to contact the patient, as he had been discharged from the hospital (date not provided). The patient recently started the v-go3 0 on (B)(6) 2023. Prior to starting the v-go he was using lantus 30 units daily and humalog 8 units with meals. He has been a type 2 diabetic for 12 years. His a1c was 11 but is now up to 14. When he was hospitalized, his glucose was in the 500 range. He does wear a dexcom 6 cgm. The hcp did not know what type of insulin he uses in the v-go. She stated he was to give 3 clicks per meal. The patient does have a history of a previous stroke. No other details were given. There was no mention if he smokes, or has hypertension, hyperlipidemia, kidney failure. Diabetics are at increased risk for vascular events. Since he has been a diabetic under poor control for 12 years; the myocardial infarction (mi) may have been a complication of diabetes. A glucose level in the 500s is a serious event as is hospitalization. Being a new v-go user, he may have been adjusting to the normal fluctuations. It is possible the contributed to the hyperglycemia, but unlikely to the heart attack.